Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the right atrial lead could not be fixed. The lead was not used. The patient was stable.